Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital for discomfort. A review of the patient found they were in bradycardia and an x-ray revealed the lead had fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.